Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose levels were elevated at 320mg/dl. Elevated bgs were treated by administering an insulin pen. The customer's healthcare provider inserted a new infusion set earlier today, however bg levels continued to rise. The customer insisted that the pump is not functioning properly, however they declined to troubleshoot.